Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four years eleven months of post deployment, a computed tomography of abdomen without contrast revealed the filter was located at mid vertebral body to the lower aspect of the vertebral body with 8-degree anterior tilt. Eleven of the struts extend beyond the wall of the inferior vena cava with maximum of 3 mm. One of the struts which laid anteriorly directly abuts the posterior wall of the third portion of the duodenum without clear evidence for extension into the bowel. The remainder stents laid within the retroperitoneal fatty tissue. There was no fracture. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately four years and eleven months post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.